Manufacturer narrative:
Pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. Pump had minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 312mg/dl at the time of incident which was treated with syringe. Troubleshoot was performed for no delivery alarm which did not resolve the issue. The customer was advised that the insulin pump and belt clip will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.